Event description:
An entry site infection was noted two weeks after procedure to place a radial sheath. Infection presented as a bump on the skin and filled with pus. Powedered latex gloves were not used in procedure or follow-up. Patient treated with antibiotics and infection went away.